Event description:
The customer called technical support (ts) reporting that after the power is turned on and the oxygen source is connected, an error is always reported and the oxygen is not connected to the alarm. The customer reported there was no patient involvement at the time the issue was discovered. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting address (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
The manufacturer's product support engineer (pse) did not evaluate the device. The customer declined service and found another channel to repair. It was confirmed that the device was repaired and put back into service. No further information was given by the customer. If the decision is made to have and further repair done to the device a new service order will be opened and will be captured through philip's normal complaint procedure.